Manufacturer narrative:
The large hem-o-lok clip applier instrument was analyzed and found to have the grip cable loose at the yaw pulley that was showing out. A loose grip cable at the distal end is often caused by something else in the backend (e.g., broken cable, cracked clamping pulley, loose clamping pulley screw). The plastic housing was removed, and during visual inspection, the grip cables were found to be loose from the clamping pulley in the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined..

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument's wires were pulled when trying to clip. The procedure was completed. No known impact or patient consequence was reported.